Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of an adult female plaintiff in united states on 31-mar-2016. It refers to the plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. This report fulfills all the required criteria of a previously deleted invalid case due to non-contactable reporter/social media received on 07-jan-2016. The consumer reported via social media that she experienced terrible pain during the insertion procedure, the physician ended up using two essure kits because they could not get it in her right tube. She suffered many side effects resulting in hysterectomy at (B)(6). The legal claim received for this plaintiff mention that after being implanted with essure, she began to suffer from severe pelvic pain, fatigue, headaches, blurred visions, bloating, and muscle spasms. On or about (B)(6) 2014, the plaintiff had to have a hysterectomy as a result of essure, it was removed her tubes, cervix and uterus. Additional information from deleted invalid case was the product technical complaint investigation received on 08-mar-2016. (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterosalpingectomy approximately 2 years after essure placement. This event is listed according to the essure reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering nature of the event and the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/severe and persistent pain/lower right side pain/pelvic pain") in a (B)(6) female patient who had essure (batch no. 927076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the physician ended up using two essure kits because they could not get it in her right tube" on (B)(6) 2012. The patient's past medical history included gallbladder operation in (B)(6) 2010, tubectomy on (B)(6) 2012, ruptured ectopic pregnancy on (B)(6) 2012, multigravida, ectopic pregnancy in 2012, multiparous (date of births: (B)(6) 2003, (B)(6) 2004 and (B)(6) 2011), penicillin allergy (with swelling), allergy to vaccine (with increased fever, swelling and vomiting) and alcohol use (once per month). Patient was never a smoker. Previously administered products included for contraception: birth control pills from 2007 to 2009. Family history included cancer (maternal grandmother), coronary artery disease (maternal grandfather), hypercholesterolemia (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included colecalciferol (vitamin d) in (B)(6) 2012 for vitamin d deficiency. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced procedural pain ("during procedure I was in terrible pain, screaming"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), abdominal pain lower ("severe and persistent cramping"), alopecia ("hair loss") and toothache ("dental pain"). In (B)(6) 2012, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2012, the patient experienced temporomandibular joint syndrome ("tmj (interpreted as temporomandibular joint)"). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches"), vision blurred ("blurred vision"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), dyspareunia ("painful sex"), arthralgia ("joint pain"), weight increased ("weight gain"), breast pain ("breast pain"), loss of libido ("loss of sex drive") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen, alprazolam (xanax), ondansetron (zofran), analgesics and surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain had resolved. At the time of the report, the fatigue, headache, vision blurred, abdominal distension, muscle spasms, procedural pain, vitamin d deficiency, toothache, mental disorder, temporomandibular joint syndrome, dyspareunia, arthralgia, weight increased, breast pain, loss of libido and abdominal pain upper outcome was unknown and the feeling abnormal, abdominal pain lower and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, breast pain, dyspareunia, fatigue, feeling abnormal, headache, loss of libido, mental disorder, muscle spasms, pelvic pain, procedural pain, temporomandibular joint syndrome, toothache, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: insertion details: patient with status post ectopic pregnancy with removal of her left tube comes in for her procedure on the remaining tissue. After adequate betadine prep and local infiltration and esther (as written) device was deployed into the right tube with 3 coils being exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine in (B)(6) 2012: negative. Unknown date: performed essure confirmation test (dye test) - result not reported. Regarding the reported events, the following was also described on the patient's medical records: procedural pain. Most recent follow-up information incorporated above includes: on 22-nov-2017: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic data and relevant history added. Product tab updated: essure lot number provided; concomitant and treatment products included. New events reported: vitamin d deficiency, brain fog, severe and persistent cramping, hair loss, dental pain, caused or aggravated any psychiatric and/or psychological conditions, tmj (interpreted as temporomandibular joint), painful sex, joint pain, weight gain, breast pain, loss of sex drive and stomach pain. Event "pelvic pain" verbatim was updated as severe pelvic pain/severe and persistent pain/lower right side pain/pelvic pain. Essure legal manufacture has changed from (B)(4) to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/severe and persistent pain/lower right side pain/pelvic pain") in a 36-year-old female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the physician ended up using two essure kits because they could not get it in her right tube" on 27-jul-2012. The patient's past medical history included gallbladder operation in october 2010, tubectomy on (B)(6) 2012, ruptured ectopic pregnancy on (B)(6) 2012, multigravida, ectopic pregnancy in 2012, multiparous (date of births: (B)(6) 2003, (B)(6) 2004 and (B)(6) 2011 ), penicillin allergy (with swelling), allergy to vaccine (with increased fever, swelling and vomiting) and alcohol use (once per month). Patient was never a smoker. Previously administered products included for contraception: birth control pills from 2007 to 2009. Family history included cancer (maternal grandmother), coronary artery disease (maternal grandfather), hypercholesterolemia (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included colecalciferol (vitamin d) from july 2012 to august 2014 for vitamin d deficiency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced toothache ("dental pain"), dyspareunia ("painful sex") and loss of libido ("loss of sex drive"). On the same day, the patient experienced procedural pain ("during procedure I was in terrible pain, screaming"). In october 2012, the patient experienced temporomandibular joint syndrome ("tmj (interpreted as temporomandibular joint)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe and persistent cramping"), arthralgia ("joint pain"), breast pain ("breast pain") and weight fluctuation ("weight fluctuating"). In february 2014, the patient experienced feeling abnormal ("brain fog") and alopecia ("hair loss"). In november 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headaches"), vision blurred ("blurred vision"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"), abdominal pain upper ("stomach pain") and weight increased ("weight gain"). The patient was treated with ibuprofen, alprazolam (xanax), ondansetron (zofran), analgesics and surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain had resolved. At the time of the report, the fatigue, headache, vision blurred, abdominal distension, muscle spasms, procedural pain, vitamin d deficiency, toothache, mental disorder, temporomandibular joint syndrome, dyspareunia, loss of libido, abdominal pain upper and weight fluctuation outcome was unknown, the feeling abnormal, abdominal pain lower and alopecia had resolved and the arthralgia, breast pain and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, breast pain, dyspareunia, fatigue, feeling abnormal, headache, loss of libido, mental disorder, muscle spasms, pelvic pain, procedural pain, temporomandibular joint syndrome, toothache, vision blurred, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion details: patient with status post ectopic pregnancy with removal of her left tube comes in for her procedure on the remaining tissue. After adequate betadine prep and local infiltration and esther (as written) device was deployed into the right tube with 3 coils being exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Pregnancy test urine - in july 2012: negative unknown date: performed essure confirmation test (dye test) - result not reported. Regarding the reported events, the following was also described on the patient's medical records: procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs was received, product information and event weight fluctuation was added. On 28-may-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs